Event description:
Consumer called the (B)(6) customer care line to report that the seventh generation free & clear non applicator regular tampons appeared to pull apart upon removing the outer wrapper. The cotton seemed to come off in layers and the tmapon did not seem to be compacted as it normally would be. She agreed to return the product on (B)(6). (B)(6) sent an e mail label to return the product the same day. The product was not returned and (B)(6) followed up on (B)(6) to ask her to send the product again. She agreed to send it. A new shipping label was sent to her on (B)(6). (B)(6) still has not received the product and followed up with the consumer on (B)(6). We have not heard back from the consumer. We must file the MDR within 30 days, so (B)(6) is filing. We will continue to follow up with the consumer to get the product back, so that it can be forwarded to the manufacturer for their investigation.